Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics (procept) became aware post-aquablation therapy that the patient's penis was engorged and appeared to be inflated by fluid. A significant cavity in the external urethra to the sphincter was observed on the ultrasound upon removal of the aquabeam handpiece. The treating surgeon believed that urethral damage occurred during dilation before aquablation treatment as urethral dilators/cluttons were needed before handpiece insertion. The pressure of fluid in the bladder upon handpiece removal flooded the urethra and was then absorbed by the penis. Prolonged use of a catheter and extra antibiotics were required. After one week, the catheter was removed and the swelling was gone. No malfunction of the aquabeam robotic system was reported.

Manufacturer narrative:
The aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The investigation of this event consisted of a review of the treatment log files, device history record (DHR), and instructions for use (IFU). The aquabeam robotic system's treatment log files were reviewed, which confirmed no malfunction occurred. The review of the treatment log files revealed that the aquabeam robotic system functioned as intended, as no malfunction was observed during aquablation therapy. A review of the device history record (DHR) for ab2000-e/serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system instructions for use (IFU), sj-ifu0104-00, rev. A, was reviewed. 4.3. Warnings: procedure: as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: urethral damage causing false passage or stricture. The aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The aquabeam robotic system's IFU lists urethral damage as a potential risk of aquablation therapy. Based on the information received plus, a review of the treatment log files, DHR, and IFU, the event is considered not to be device-related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.